Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was described as reused equipment. One day after the event onset, the patient was hospitalized for the event and was treated meropenem injection (1g, ongoing, route, frequency not reported) and vancomycin injection (1g, ongoing, route, frequency not reported) for peritonitis. At the time of this report, the patient outcome was unknown. Pd therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
B5: upon follow up. The breach in aseptic technique was further specified as the patient re-used an unknown minicap (previously reused equipment). On an unknown date, the patient was discharged from the hospital. On an unreported date, antibiotic therapy was discontinued. The patient was recovered from the peritonitis event. On an unknown date, pd therapy was discontinued. At the time of this report, the patient is performing hemodialysis therapy ((B)(6) times a week). D1: the reported product is an unknown baxter minicap. Should additional relevant information become available, a supplemental report will be submitted.